Event description:
It was reported that the lead exhibited oversensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded and exposed the proximal coil which resulted in noise.